Manufacturer narrative:
The distributor reported that the AED is displaying a service code warning for 'replace battery now'. The battery pack has an expiration date of august 2025. Review of the log history file found that the unit entered service in april 2014. During this this time, the battery pack was uninstalled and reinstalled frequently, replace pads warnings and no pads warnings were reported and continued. In july 2016 a new battery pack was installed; two weeks later another battery pack with a difference serial number was installed. In november 2020, a new battery pack was installed. In may 2023, a new battery pack was installed; no pads warnings continued to be reported. At the beginning of july 2024, replace battery now warning was reported. At the end of the month the battery pack was removed, reinstalled, and service code warning for 'battery voltage (mv)' was displayed, which may be related to cycles of incomplete self-test due to a depleting battery pack. The log history file was downloaded. Advised the distributor that the battery pack that was installed in may 2023 should be removed from service due to depletion; it will not be returned to the manufacturer. The customer's failure to promptly address red asi warnings reduced battery life expectancy. Customer service is to review proper AED maintenance with customer and have them replace battery pack, clear any service codes with a manual self-test and confirm that the asi led is flashing green. When this has been confirmed, the AED is ok to remain in service. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can contribute to the ddu AED to not function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that the AED is displaying a service code warning for 'replace battery now'. The customer did not report this event occurred during patient use.